Event description:
Consultation in the fall of last year. She had a prior open bimalleolar ankle fracture that was treated by doctor five years ago. She now presents complaining of painful post traumatic arthritis. She was prescribed a brace which she states has not helped the pain. She is seeking surgical treatment currently. Patient is a type ii diabetic and her last hba1c last year was 7.2. She currently follows up at the wound care clinic for diabetic ulcers on her lateral ankle and dorsum of her forefoot. She states that the wounds have been improving and that the wounds are dressed daily with aquacel. Patient states that her pain and deformity are affecting her activities of daily living (adls). She did get abis following her last wound care visit. She was told by her wound care provider that she needed a vascular consult which has been placed. She denies any constitutional symptoms at this time. Denies any cp/sob/calf pain. Smoking status: current every day smoker packs/day: 0.50. Impression: acute right ankle pain, post-traumatic arthritis of ankle, right, arthritis of right subtalar joint, diabetes mellitus due to underlying condition with diabetic neuropathy, with long-term current use of insulin (hcc), diabetic ulcer of right foot associated with type 2 diabetes mellitus, with fat layer exposed, unspecified part of foot(hcc). Medications ad orders: abis done at (another) facility, unable to see results. Consult for vascular surgery has been placed by wound care specialist, radiographs obtained, erythema not consistent with cellulitis, likely due to dependent edema/chronic skin changes, recommend continued afo at this time, with regards to surgery, patient would likely need a ttc fusion for correction of deformity and concomitant ankle/stj arthritis. Difficult situation due to patient's swelling and lateral ankle diabetic foot wounds. Would likely need to r/o osteo prior to any definitive fixation, profore w/ aquacel today, cont wound care, follow up following vascular consult orders placed this encounter: xr ankle complete rt 3+ vw. Operative report: pre-op diagnosis right ankle pain- diabetic ulcer of right foot associated with type 2 diabetes mellitus, with fat layer exposed, unspecified part of foot - traumatic arthritis of right ankle. Post-op diagnosis diabetic ulcer of right foot associated with type 2 diabetes mellitus, with fat layer exposed, unspecified part of foot (hcc) m12.571 (ICD-10-cm) - traumatic arthritis of right ankle. Findings: pocket of liquefactive necrosis vs. Purulence in ankle joint. Volume was approx 1 cc, significant post traumatic arthritis, broken hardware.